Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars-cov-2, the bd veritor at-home covid-19 test produced a positive result, but when the consumer used a different test, it gave a negative result. There was no confirmatory testing, and no report of adverse patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "customer stated that she tested her daughter and got a positive result but she had used a different test from ours and got a negative result. Customer also stated that she tested her husband and the app wouldn't scan the test and it kept giving her an error message stating that she was too far away and to move closer and the app timed out and the test expired."

Event description:
It was reported while testing for sars-cov-2, the bd (B)(6) at-home covid-19 test produced a positive result, but when the consumer used a different test, it gave a negative result. There was no confirmatory testing, and no report of adverse patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "customer stated that she tested her daughter and got a positive result but she had used a different test from ours and got a negative result. Customer also stated that she tested her husband and the app wouldn't scan the test and it kept giving her an error message stating that she was too far away and to move closer and the app timed out and the test expired."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test produced a positive result, but when the consumer used a different test, it gave a negative result. There was no confirmatory testing, and no report of adverse patient impact. Eua# (B)(4) the following information was provided by the initial reporter: "customer stated that she tested her daughter and got a positive result but she had used a different test from ours and got a negative result. Customer also stated that she tested her husband and the app wouldn't scan the test and it kept giving her an error message stating that she was too far away and to move closer and the app timed out and the test expired."

Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding a complaint that alleges ¿customer got a positive result¿ using the bd veritor at home covid-19 test (material # 256094), batch number 1350347, ¿used a different test and got a negative result. The customer also tested another family member and the app wouldn't scan the test, kept giving an error message stating that it was too far away and to move closer; the app timed out and the test expired.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, adverse trend reviews, testing of retention samples, testing of customer returned samples and working in conjunction with the app developer, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed via the retain samples. The complaint was unable to be confirmed. The test stick must be scanned within the 5-minute scan window or it will expire and a new test kit will be needed. Customers are instructed to not leave the app until the testing process is completed and test results have been received. The product functioned as designed. The root cause could not be identified. Currently, there are no adverse trends identified for false positive or unable to obtain test result. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.